Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The claimed issue was related to internal leakage test failure during pre-use check. Identification of issue has been done by analyzing problem description. Service report and the device¿s logs have been not available for further evaluation. Based on available information, no part was replaced and returned for further analysis. Therefore, the root cause of the issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 09/01/2014. Corrected manufacture date: 08/29/2014.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).